Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Facility rep reported "hypocorrection" was detected, during the postoperative visits of some pts that had undergone a procedure with the system. Upon f/u by company laser specialist, it was learned that reported issue involved ten cases, and that there was presence of bss (balanced salt solution) splatter on the laser output lenses. Pt outcome details have been requested.